Event description:
This case was reported via internet by a consumer (daughter of patient) and described the occurrence of progressive bulbar palsy in a female patient who received super poligrip (formulation unknown) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced fatal progressive bulbar palsy. It is unknown whether an autopsy was performed. No additional information is available. No internet address was available. The report was found on a legal blog website. Super poligrip is manufactured in other country and neither the products nor lot numbers for these products is available.